Event description:
A customer obtained erroneously high troponin (accu tni) results for fifteen patients. Initial results obtained recovered above the ami cut-off for at least one patient and within the risk stratification range for the remaining patients. The patient samples were re-analyzed on a different instrument and negative results were obtained. Actual patient results were not supplied. The results were reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Customer performed calibration and qc after the event and both failed. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and replaced peri-pump tubing. B) the fse cleaned some parts and checked alignments. C) the fse conducted a diagnostic testing with good results. D) twenty replicates precision, calibration, and qc was ran to verify the instrument. Beckman coulter inc. (Bci) contacted the customer in 2009 to follow-up on this event, and they stated that accu tni testing to be running fine. No definitive root cause can be determined from the information supplied. A malfunction will be assumed for the purpose of this report.